Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported three false positive results for three individuals in her family using the cue covid-19 test for home and over the counter (otc) use reader sn: (B)(4). This MDR documents 3 of 3 false positive results. See (B)(4) for the other two false positive events. Customer reported obtaining a false positive on (B)(6) 2022 when testing an individual on the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20945h). It is unknown if the individual took a confirmatory test.